Event description:
Device 1 of 5. Reference MFR reports: 1627487-2012-02833, 1627487-2012-02834, 1627487-2012-02835, 1627487-2012-02836. The patient received two pns systems (off-label) which included six percutaneous leads from five separate lots. It was reported two of the patient's leads (in the right temple and supraorbital regions) exhibited invalid impedance readings. Reprogramming provided effective stimulation in the supraorbital area but not in the temple. It was reported surgical intervention will be undertaken to resolve the issue. As it is unknown which leads are affected, all of the patient's leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.